Event description:
It was reported that a technician trained in the use of the starclose se device achieved arteriotomy closure of a scarred left common femoral artery after a diagnostic procedure. Reportedly, nine hours after uneventful arteriotomy closure, the patient developed left limb pain. An angiogram revealed an occlusion from thrombus at the arteriotomy site. A thrombectomy was performed, three starclose clips were removed, the vessel was surgically repaired, and the vessel was sutured to achieve hemostasis. There were no reported adverse patient sequelae. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). Improper or incorrect procedure or method - patient selection.the customer reported the device was discarded. The lot number was provided. A review of the device history record did not produce any findings relevant to this report.